Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located at the account in 2b. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the patient on the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.